Event description:
Device 1 of 3. Reference MFR report # 1627487-2014-12616. Reference MFR report # 1627487-2014-12617. It was reported the pt experiences sudden over stimulation and surging stimulation all over his body when the scs system is on. The occurrences are random and unrelated to position changes. The pt reported the stimulation turns up without user prompting. The physician explanted and replaced the leads. The pt reported receiving effective stimulation therapy post operatively. Note the pt received two leads in his original system. Subsequently, a lead revision was done ((B)(6) 2014), but it is unk which lead was explanted. All possible leads are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.